Event description:
Echelonflex60 endopath stapler used twice without incident. Unable to use third time because stapler jammed closed. Unable to be opened or activated. Echelon60 endopath stapler cartridge (green) was also being utilized. Diagnosis or reason for use: laparoscopic assisted esophagogastrectomy, partial.